Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The caller reported that his reason for calling is because the patient was only urinating "a cup a day" for the last 2 days. The caller stated that when the patient came home after the ins was implanted, the ins has "been working," noting that the patient urinates, but only urinates "a little bit." The caller added that the patient "feels strongly that she's not emptying her bladder." The caller states that they had an appointment with the urologist about 2 weeks ago, and they advised against adjusting stimulation settings as long as the ins is working. Troubleshooting done on the call: caller states he hadn't used the handset/communicator in over 2 weeks and is just trying to use them today. The caller stated that the handset wouldn't power on at first, so he charged it and noted that it increased from 0 to 98% in 4 or 5 seconds. The caller stated that the handset wouldn't power on again when he disconnected then reconnected the charging cable. Patient services advised the caller to rest the battery in the handset. The caller stated that as he was removing the battery cover, the handset powered on normally. The caller launched the mytherapy app and reported seeing the 'not found' screen which was resolved after repositioning the communicator pressing 'find device.' The caller stated that the current amplitude is at 0.6v. The caller increased amplitude to 0.7v and the patient confirmed that she can feel stimulation. The patient was redirected to their healthcare provider (hcp) if the problem did not resolve. The patient inquired if increasing amplitude will increase volume of urine. Patient services reviewed therapy expectations and redirected to the healthcare provider (hcp) to discuss. The patient inquired if she will get catheterized if she goes to the ER. Patient services reviewed that the ER staff will treat the patient¿s symptoms. The caller stated that the patient¿s next hcp appointment is on (B)(6) 2019. No further complications were anticipated/reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp (healthcare professional): when asked whether the cause of the retention (not feeling she's emptying her bladder) was determined hcp replied the patient was not in urinary retention, but the sensation they experienced was due to unrelated factors. No further complications were anticipated/reported.